Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that when taking a second imaging device spin, the navigation device stated waiting for transfer for about 5-10 minutes with the image showing up. The manufacturer representative (mr) stated that there was a nav tag on the imaging device spin. The mr tried to manually push the image over with no change. It was requested that the image be saved on a thumb drive since there was a nav tag on the image then download it to the navigation device. After looking under recent patients for the image, the image was not there. At that time, the site chose to use the first spin for the case and complete the surgery with the use of a c-arm. The surgery was a t10-l4 construct which was why 2 spins were needed. The surgery was completed without navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. The logs showed "isoc_log*" captured communication error "c-arm and stealth are not physically connected" several times. It is a communication error. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.